Event description:
Rn was administering a new bag of chemotherapy, rn placed a new connector without over tightening on the ivf tubing when the rn noticed wetness around the connector site, rn stated the pump and waited to see if the wetness continued. Right away fluid started collecting outside and around the chemo connector and the IV tubing, rn immediately stopped the pump. No chemo had leaked, just saline around connector. Rn changed all ivf tubing and placed a new chemo connector. After the change in tubing, the chemotherapy was administered using new connector, no leakage was found. Rn changed all IV tubing and placed new chemo connector. Device will be returned only if MFR provides prepaid shipping, packaging as per dot, or pick the item up. The details in the report is the extent to which we identify medications involved or pt contact.